Event description:
The user facility reported that a portion of the wire was sheared during an interventional procedure. The following information was provided by the user facility: the guide wire was introduced through a single wall metal needle; subsequently, when the wire was manipulated through the needle the wire coating was "stripped off"; the detached material could be seen under fluoroscopy ¿lodged in the vein of the patient¿; the physician determined that the best option was to leave the detached material un-retrieved; and the original procedure was completed successfully.

Manufacturer narrative:
Based on the user facility information, non-resorbable material was left un-retrieved in the patient's body method - the involved device has not been returned by the user facility and neither the lot number nor the product code are known. Therefore, the failure investigation was limited to a review of user facility information. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is most consistent with damage to the guide wire due to attempts to manipulate the device through the metal entry needle. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states: "do not manipulate or withdraw the glidewire advantage through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle, or metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).